Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. Codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis / root cause - the returned unit is soiled and disassembled. Upon reassembly and welding of a new sleeve, the unit functioned as designed. A potential cause of the disengagement failure may be related to the angle positioning and/or pressure application during use. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints. Evaluation of the returned unit confirmed the presence of a proud weld. The deficiency was identified as a related cause through the CAPA investigation.

Event description:
N/a.

Manufacturer narrative:
The codman perforator (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is may be related to the angle held / pressure applied during use and/or a weld deficiency identified during a corrective and preventative action (CAPA) investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints.

Event description:
A physician reported a codman perforator (ID (B)(6)) auto release function did not work properly when making the fourth burr hole. The device could not be pulled out easily and disassembled when pulled out using another utensil. The superior sagittal sinus was damaged and took a while to arrest bleeding. The event led to more than 30 minutes of surgical delay. All parts were recovered. The drill used with a perforator: midas (medtronic) based on information provided, it is unknown if the drill was electric or pneumatic, if the perforator click in place in the drill, if the recommended spring tests being performed between each burr hole, it is also unknown if the angle of approach was perpendicular as the instruction for use (IFU) states.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.